Event description:
Implant date: approx 6/12 months post-op, pt began having pain and x-rays taken 7 months later showed that a pedicle screw had broken. A revision surgery was done in 2004 to remove the screw.